Manufacturer narrative:
During a follow-up with tandem technical support, customer reported receiving an accurate fill estimate. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Customer received an inaccurate fill estimate despite loading a new cartridge with insulin. Reportedly, the customer loaded the cartridges with cold insulin. The customer declined to reload the cartridge while troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.